Manufacturer narrative:
The precision check for two other assays was not acceptable. On the field service engineer's (fse) second service visit, he checked the gear pump pressure. He tested the laundry tubing pressure and internally bleached through all probes through syringes. He checked the laundry levels. The precision check for one assay was still not acceptable. On the fse's third service visit, he replaced the incubation bath and main degasser. He performed a system air purge and incubation bath exchange performed (2 times). He replaced the gear pump head and the damaged pressure gauge. He adjusted the pressure to 300, replaced the sample probe, and performed adjustments via service software. He checked the valves and detergent dispensing system. He performed photometer and mechanism checks with successful results. Calibrations and qcs were performed with successful results. The investigation determined the event was due to insufficient service maintenance (contamination of flow path, worn gear pump head, and adjustment issues). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 (creatinine) results from sixteen patient samples tested on the cobas 8000 c702 module. Please refer to the attachment pt-0066216 for the table containing the examples of discrepant results. The questionable results were amended.

Manufacturer narrative:
The reagent lot number is 741699. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and replaced sample probes a & b. He adjusted the vertical and horizontal positions for both sample probes; inspected the laundry nozzles for blockages; checked the cuvette levels, detergents, cell blank and cuvette fill wash level; performed vertical and horizontal adjustments for all 4 reagent arms; checked the laundry tubing, detergent mixers, valves, and diaphragms; and replaced the gear pump head. The customer performed hardware performance and precision checks. The investigation is ongoing.